Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement. However, unable to perform the displacement test and occlusion test due to missing retainer. Power loss alarm, low battery alarm and power error alarm confirmed in the long trace. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at j6 pcb 1 the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. Pump was programmed with test glucose meter. The pump communicated and recorded the 112 mg/l value properly from glucose meter. Pump sensor feature. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error and power loss alarm. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer stated that the white part of the reservoir chamber came off. The customer stated that she changed the battery and received power loss alarm. The product was returned for analysis.